Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of the patient¿s death was unknown. It was unknown if the patient was performing pd therapy or if they were connected at the time they expired. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation and the lot number of the device involved was unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.